Event description:
Approx three months post implant of an endeavor sprint rapid exchange (rx) drug-eluting stent, the pt believed that he was experiencing a reaction. The symptoms were respiratory related, with a choking feeling. The pt had three other stents implanted, prior to implantation of the endeavor sprint stent, two in the cardiovasculature and one in the kidney. The pt also indicated that he has many allergies, especially to acrylics and polymers. The pt's symptoms subsided one month post stenting procedure, and is feeling better now. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation: results: (reaction), other: (no conclusion can be drawn based on information provided to date).